Event description:
The following was reported to davol by the pt: the pt alleges that on (B)(6) 2012 he underwent surgery to repair double inguinal hernias and was implanted with bard flat mesh, he reports an uneventful normal recovery. Upon implant the pt alleges that the physician informed him that he had difficulty on the right inguinal canal and that the hernia on the right side was larger. He alleges that approximately six months post implant he began experiencing groin and testicular pain on his right side with a possible mesh shifting/migration. He alleges that he has had two nerve blocks with no lasting results and that he is scheduled for cryoablation. The pt also alleges that exploratory surgery has been scheduled but has not yet taken place. This event has also been reported to the FDA by the pt via maude event report (B)(4).

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided, we have requested that the pt provided us with additional info. It was alleged that upon implant the physician informed the pt that he had difficulty on the right inguinal canal and that the hernia on the right side was larger. Without a lot number a review of the mfg records could not be conducted. Additionally, the mesh remains implanted. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted .